Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the segm's showed noise with associated inhibition. Lead impedances were continuously around 225 ohms. Thresholds were at 3.25 v, 1.0 ms, but had measured as high as 5.0 v, 1.5 ms in the past.